Event description:
Company rep is reporting that during a shoulder procedure the expressew became difficult to manipulate which resulted in the device being damaged and unable to be used. The surgeon went from arthroscopic to open to conclude the case successfully without further incident or harm to the patient.